Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced bradycardia. It was further reported that the right ventricular (rv) lead exhibited high impedance and non capture. It was also reported that the rv lead partially broke. The patient received additional pacing until the rv lead was replaced. The rv lead was capped and replaced. The patient further reported that when their implantable pulse generator (ipg) was subsequently interrogated, the ipg data didn't show that they had experienced bradycardic heart rates. The ipg remains in use. No further patient complications have been reported as a result of this event.